Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt cable that connects ECG c and d was severed. Also, the cable that connects ECG a and b was cut off, along with the cable to the front te. The root cause for the damaged cables was excessive force. No adverse event resulted from the damaged cables.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and the patient was experiencing adjust belt messages.